Event description:
It was reported that the patient was seen for a follow up check after hearing the patient alert. The right ventricular lead had increased impedance and the impedance varied during pocket manipulation. The high voltage portion of the lead is still in use, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.